Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced syncope. A device check found no events recorded at the time of the symptoms. Boston scientific technical services discussed device programming. The device remains in service. No additional adverse patient effects were reported.